Manufacturer narrative:
Corrected data: the information reported was inadvertently reported incorrectly. The explant date was (B)(6) 2017 and not (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
I was reported the patient's ipg was inoperable as the patient had not recharged the device in over a year. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.